Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that impedances were greater than 4000 ohms on all electrodes and she had no symptom relief. The patient had been reprogrammed several times, for pain down her leg, with no relief. The doctor took an x ray and thought the lead was in s2. The patient noted that she did have good symptom relief with earlier system. The patient's device was explanted and replaced. The issue was resolved.

Manufacturer narrative:
(B)(4). Analysis of the serial number (B)(4) revealed the neurostimulator (ins) no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.